Event description:
During a ptca procedure, the phyician experienced slow inflate/slow deflate of the maverick otw balloon. The lesion being treated was a 90% stenotic lesion in the lad. The 2.5 x 15 maverick otw balloon was being used to pre dilate the 3.5 diameter lad lesion. The balloon was slow to inflate to 8 atms, and then took about 60 seconds to deflate. The pt experienced st elevation and chest pain. The balloon was removed inflated. A taxus stent was then placed in the lad lesion. No pt injuries or complications were reported.